Event description:
Pt underwent a posterior interbody fusion procedure in 1999, in which the alleged medical device was used. During the procedure, the surgeon tired to distract the l4-l5 disc space with the alleged distractor assembly (attachment 00-2114-15 and shaft 00-2114-14). The surgeon encountered difficulty distracting the disc space, due to its reported tightness. At one point, the distractor attachment sheared off of the distractor shaft and became temporarily lodged in the disc space. The broken piece was subsequently removed. The pt was reported stable with no sequelae on 11/16/99.